Event description:
The patient reported, she received a 04 (occlusion) error message on her insulin infusion device. She stated, she had changed out her cartridge, infusion set and tubing this morning. The patient stated, she has a lot of scar tissue, and she is not sure if she has avoided it. To troubleshoot, the patient was instructed to disconnect from her infusion device and bolus into the air from her infusion set tubing, which she did without error. The patient was then instructed to remove her infusion head set and examine it. When she did, she discovered the cannula was bent in half. No physiological effects were reported. The patient did not require assistance from a healthcare professional, or second party to address the issue. The product was replaced and requested to be returned for evaluation.